Event description:
It was reported when the stylus touches the screen, it sometimes has no reaction. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no fault found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.